Event description:
Customer reported having bubbles in the reservoir. Customer had quite a few bubbles and was unable to remove them. Customer did not recall blood glucose level at the time of event. Past event no troubleshooting was performed. Customer was advised to call in when issues occurred. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.